Event description:
It was reported that the right atrial (ra) lead became dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and visual analysis noted apparent explant damage.